Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 500 mg/dl with a slight trace of ketones. The customer delivered a correction bolus to stabilize blood glucose level. Reportedly, customer was ill and stated this may have impacted bg level.